Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-feb-2018 with the following findings: during the investigation, a ¿cs069¿ was observed in the black box. A cs 087 alarm was reproduced during the rewind step. The pump was unable to recover from ¿cs069¿ after a reboot. The ¿cs069¿ failure was defined as a language file corruption while retrieving the language text. The ¿cs069¿ failure was written as ¿cs087¿ failure in the black box. The error was resident to the flash chip (u39). Unrelated to the original complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.